Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother reported via phone call that the customer had repeated weak battery alarms on the insulin pump. The mother stated the insulin pump was functional after the alarms occurred. It was also reported the insulin pump had a blank display after the weak battery alarm occurred. The mother reported the issue has occurred twice. The mother also reported a crack on the insulin pump. Customer's blood glucose was unknown. The insulin pump will not be returned for analysis.